Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The nurse was entering an anti-inflammatory drip for a patient that day and was preparing to close the drip off the catheter at the end of the day. It was discovered that the prn cap was deflated and would not do the job of preventing contamination, after which it was immediately replaced with a new supply.